Manufacturer narrative:
(B)(4). No device analysis performed, the device met risk-based analysis criteria.

Event description:
It was reported that the device produced no stimulation. High impedance (>4000 ohms) was reported. Normal battery depletion was reported. The device was explanted and replaced. The pt recovered without sequela.